Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Egm revealed lead noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.